Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e1 (initial reporter and email), e2, e3, e4, h6 (clinical and impact code). Updated data: b4, g2, g3, g6, h2, h11.

Event description:
It was reported that when trying to perform demand preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) ac reel cord was found to be damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the ac reed cord. Performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) ac reel cord is damaged.